Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h3, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and therefore stripes in image occurred and no image was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint "intermittent snowy image occurred" was no problem detected. The most probable cause of the complaint "stripes in image occurred and no image was displayed" was cause linked to device but unable to trace more specifically should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported when integrated optics were connected to the video path, the intermittent snowy image on the subject device occurred and there was no possible operation. There were no reports of patient harm.